Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, patient had unsuccessful transcatheter attempt due to stiff tether and threshold high. The ipg was re-positioned several times and tether remained stiff. The ipg was removed and replaced with a different device. No patient complications have been reported as a result of this event. The patient is a participant in the pan product surveillance registry clinical study.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
After additional event review, incoming information indicated good measurement no issues with device. Thus, the ipg is deemed as non reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.